Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to gap between the acoustic lens and the ultrasound probe, additional evaluation findings were as follows: there was deformation of the elevator channel plug and water could not be supplied, the displayed ultrasound image was missing elements and defective, and the acoustic lens was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using an evis exera ii ultrasound gastrovideoscope, the channel was defective. The event occurred during preparation for use. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation it was observed that there was a gap between acoustic lens and ultrasound probe. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to handling by the customer that led to wear of the device. The event can be detected/prevented by following the following warning in the warnings and cautions section of the instructions for use: "¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.